Manufacturer narrative:
A ge service representative performed an on site investigation. The closed circuit digital camera and the image processor computer were checked. The image processor board was reseated to correct the connection problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a camera error message. No pt injury was reported.